Event description:
The sales representative reported that in 2008, during surgery, the tip of the driver was stripped and did not seat properly into the crosslink. There was no surgical delay and no harm to the patient. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending upon completed investigation of the product.